Event description:
It was reported by a distributor, that a customer of theirs (in france) reported that "during a thoracic procedure, the cartridge holder on the distal end of the articulator disengaged and had to be retreived from the pt's lung. There was no pt injury and the procedure was not compromised.